Event description:
The customer reported that the system displayed a disk full error message followed by an uncommanded system shut down. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The software was reloaded during the service call. The system was tested and found to be working as intended and put back into service.